Event description:
New information received notes at follow up, high threshold was observed. Lead was explanted and replaced.

Event description:
It was reported at routine follow up, noise was observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.